Manufacturer narrative:
Concomitant medical products: 5568-45, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high/undefined pacing and defibrillation impedances. In addition, an alert was triggered for the right atrial (ra) lead due to high/undefined pacing impedances. The rv and ra leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.